Manufacturer narrative:
The product did not return for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is being filed as part of the remediation action taken as per penumbra (B)(6) 2010 update to the FDA warning letter dated (B)(6) 2009.

Event description:
The physician noted that he attempted to use four different neurons but found them kinked and unusable. This MDR is associated with MDR 3005168196-2010-00299, MDR 3005168196-2010-00625, and MDR 3005168196-2010-00626.